Event description:
Device explanted due to end of service. Analysis of returned devices revealed a component failure that would impede communication with the device, but would not effect deliverance of programmed therapy.